Manufacturer narrative:
(B)(4). Concomitant medical products - persona ps cemented femoral component, catalog # 42500606802, lot # 63499578. All poly patella cemented, catalog # 42540000035, lot # 63586415. Persona fixed articular surface, catalog # 42522400816, lot # 62427652. Female hex screw 2.5mm, catalog # 42509902525, lot # 63649491. Cobalt bone cement, catalog # 402283, lot # 786630. Our investigation is ongoing. A follow-up/final report will be submitted when additional information becomes available. Location of device is unknown.

Event description:
It was reported that the patient underwent an initial right knee arthroplasty. Subsequently, the patient was allegedly experiencing pain, instability, and swelling. Further, the patient used crutches for ambulation. The patient was then revised due to tibial loosening. Attempts have been made and additional information on the reported event is unavailable. No additional patient consequences were reported.

Event description:
Initial right total knee arthroplasty performed and patient was revised on approximately two years later due to pain, difficulty ambulating, and tibial/femoral component loosening. It was confirmed that lot number of the bone cement used during the initial procedure had been recalled. During the revision, it was noted that the tibial component had subsided with sclerotic bone and fibrous tissue under the implant. The tibial and femoral components were grossly loose and exchanged without complication.

Manufacturer narrative:
D4(UDI): (B)(4). This follow-up report is being submitted to relay additional information. Once the investigation has been completed, an additional follow-up MDR will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Per package insert 87-6204-022-23 persona the personalized knee: pain, swelling, difficulty in walking and loosening are known adverse effects of this procedure; however, root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of medical records. Device history record (DHR) review identified no deviations or anomalies during manufacturing related to the reported event. Medical records were provided and reviewed by a health care professional. Review of the available records identified the patient was experiencing pain and swelling at the post-operative follow-up on jan 8, 2019 and lucencies around the femoral and tibial components were identified on x-rays. Review of the operative notes from the revision surgery on feb 11, 2019 identified the tibial component had subsided and was grossly loose. No significant findings were identified in the femur. The complaint is confirmed by the medical records review. The updated information does not change the previous investigation conclusions. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.